Manufacturer narrative:
Concomitant medical products: product ID: 8578, serial #: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8578, serial/lot #: (B)(4), ubd: 24-feb-2014, UDI #: (B)(4). Product ID: 8709sc, serial/lot #: (B)(4), ubd: 16-may-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (10 mg/ml at 0.48 mg/day) via an implantable infusion pump. The indication for use was noted to be spinal pain. It was reported that during a routine pump replacement, it was discovered that the patient had turned the pump inside, wrapping the catheter around and eventually tearing the catheter. All components were removed and replaced. A new 8780 catheter was implanted and the new pump was tacked down so it could not be flipped again. The patient was doing well post-operation and the doctor did not "feel that any of our equipment was at fault." The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.